Manufacturer narrative:
The referenced previously reported driveline issue was reported under medwatch MFR report # 2916596-2017-01376. Approximate age of device ¿ 3 years and 4 months. The event occurred at ikem institute for clinical and experimental medicine, prague, czech republic. The evaluation of the returned pump confirmed driveline damage. Evaluation of the driveline revealed rescue tape applied to the outer silicone jacket. The outer jacket was removed and no damage to the bionate was identified. Electrical continuity testing revealed no discontinuities or shorts. The metal braided shield showed approximately 15 inches of breakdown. Insulation breaches on the red, green and brown wires were identified. The wires appeared to have been slightly kinked at the same location. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing at this location. If exposed conductors from the any of the damaged wires made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have resulted in a low speed or pump stoppage event as previously reported under medwatch MFR report # 2916596-2017-01376. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a heart transplant on (B)(6) 2018 from the regular transplant list due to organ availability. The patient was asymptomatic. Due to a previously reported issue with the driveline, an investigation of the pump and driveline was requested. During the manufacturer's investigation of the returned pump, driveline damage was confirmed.